Event description:
Patient reported they were injected in the nasolabial folds with 1 syringe of unknown juvéderm®. Approximately four months later, they experienced granulomas on their chin, and cheek and there was a lot of pain. Biopsy was not provided. Patient states hcp tested and confirmed a granuloma. Patient had surgery to have the granuloma removed and then another one appeared. Patient additionally stated, ¿I¿ve had multiple surgeries and I have been on antibiotics nonstop. I lost a lot of my hair (deemed not device related) due to taking antibiotics for 2 months to treat infections and left side of my face was so big I couldn¿t see anything out of my eye, it was swelled, closed.¿ patient has been to the hospital 15 to 20 times just for this same issue. Symptoms are ongoing.

Manufacturer narrative:
Health effect - impact codes: (B)(4). Clarification type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.